Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 150-200 units of insulin during the load sequence. There was no reported impact to the customer¿s blood glucose level. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.